Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician met resistance while advancing a penumbra coil 400 through a px slim delivery microcatheter. The px slim delivery microcatheter was replaced and the same penumbra coil 400 was successfully deployed into the aneurysm through a new px slim delivery microcatheter. After successfully deploying more coils, the physician was unable to advance a penumbra coil 400 through the px slim delivery microcatheter. The penumbra coil 400 was removed from the patient and the procedure continued using more coils and the same px slim delivery microcatheter. The patient's condition was well.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00708. Hospital discarded the device.